Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the physiscian suspected that the atrial lead had perforated the patient. A lead impedance was also noted. An echocardiogram was performed which indicated cardiac tamponade. A pericardiocentesis was performed. Twenty four hours post pericardiocentesis, there was no sign of the tamponade. The lead remained implanted.